Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date for the lead was unable to be obtained through multiple sources. (B)(4).

Event description:
It was reported that the patient was non-compliant with follow up and the device reached end of life and may have had early batter depletion. It was also noted that the device had an electrical reset. The right ventricular (rv) lead was reported with high impedance and no capture due to a fracture. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.